Event description:
It was reported that the image of the endoscope flipped upside down. The customer power cycled the system and that resolved the issue. Tse advised that the endoscope could have been manually rotated. The customer confirmed there were no further issues after power cycling the system. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.